Event description:
It was reported to medtronic neurosurgery that the ventricular catheter included with the csf-ventricular reservoir tore when it was being placed in the patient. Another product was pulled from the shelf to complete the surgery, and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.